Manufacturer narrative:
Service was not dispatched for this event. Root cause was unable to be determined. Product labeling states sickle cell is a known interfering condition. Instrument generated flags were present with the test results to alert the operator to review the results. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-00982.

Event description:
Customer reported erroneous low reticulocyte test results were obtained for two pt samples when using the coulter lh 780 hematology analyzer. There were no instrument generated flags with the test results for the testing performed on (B)(6) 2009. Erroneous test results were released from the lab. The physician questioned the results. Manual reticulocyte counts were performed with higher results obtained. Corrected reports were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for two pts tested on (B)(6) 2009 and (B)(6) 2009. The subject of this report is the testing performed on pt #1 on (B)(6) 2009. The instrument was within quality control specifications with respect to controls and reproducibility. Controls were run before and after the incident and recovered within assay limits. Raw data was requested but not provided.

Manufacturer narrative:
Service was not dispatched for this event. Root cause was unable to be determined. Product labeling states sickle cell is a known interfering condition. Instrument generated flags were present with the test results to alert the operator to review the results. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-00982.

Event description:
Customer reported erroneous low reticulocyte test results were obtained for two pt samples when using the coulter lh 780 hematology analyzer. There were no instrument generated flags with the test results for the testing performed on (B)(6) 2009. Erroneous test results were released from the lab. The physician questioned the results. Manual reticulocyte counts were performed with higher results obtained. Corrected reports were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for two pts tested on (B)(6) 2009 and (B)(6) 2009. The subject of this report is the testing performed on pt #1 on (B)(6) 2009. The instrument was within quality control specifications with respect to controls and reproducibility. Controls were run before and after the incident and recovered within assay limits. Raw data was requested but not provided.